Event description:
Caller reported a malfunction on the pump, specifically noting a cartridge change error. Blood glucose level was recorded at 230 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to remove and inspect the pump cartridge, helped fill a new cartridge, and ensured the correct loading of the cartridge on the pump. The malfunction code did not recur after pump reset information was provided, and the customer successfully completed the load process and resumed insulin. The customer was advised to monitor the pump and contact support if issues persisted.